Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging inaccurate results. The customer reported receiving a result of 150 mg/dl on the reported device, and 107 mg/dl on the other meter. The time difference between the tests was not available. At that time, the patient experienced no symptoms of high or low blood glucose levels. The patient did not seek any medical attention or treatment. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.